Event description:
Same case as MFR#: 2134265-2010-02559. It was reported that during a nephroureteral stenting procedure a tear occurred in the ie temp tip 8/26. They were placing the device with a non bsc wire. The device was placed in the patient and the physician injected dye and noticed it was leaking. The device tore near the proximal holes. They used another ie temp tip 8/26 and as they placed this one the physician noticed that it did not look right. He injected contrast and could see that the device had torn on the catheter proximal to the side holes. The procedure was completed with a ie temp tip 22/138. The patient status is listed as ok with no complications reported.

Manufacturer narrative:
A lead tip stiffness test was performed and found to be within specification. The damage found was sustained during the surgical procedure.